Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response due to flattened dome switch on the esc and act buttons. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The lcd connector was inspected and no anomalies are noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 600+ mg/dl. The customer treated with humalog injection. The customer stated that he has not been able to bolus because the buttons are not working. The customer stated that the up arrow is not working. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.